Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (occluded and tortuous lesion); deformation problem. : conclusion: known inherent risk of a procedure (stent deformation); device failure related to patient condition (occluded and tortuous lesion). (B)(4).

Event description:
Physician was attempting to treat an occluded and tortuous lesion in the rca using an endeavor resolute rx drug eluting stent. The device was prepped before use with no issues noted. The lesion was pre-dilated but the device could not pass the lesion. No resistance was noted during advancement to the lesion. The physician gave up the surgery. No patient injury was reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. A number of struts on the 1st proximal segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).